Event description:
It was reported to boston scientific corporation in 2009, an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. Date of event is unk. Per the complainant, after retrieval of the stone from the common bile duct, the balloon came off the catheter, the physician was able to retrieve the balloon with forceps. The procedure was completed with this device. There has been no report of complications due to this event. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.